Manufacturer narrative:
Result: siderail panels, head end lift assembly.

Event description:
It was reported by service report that the head end of the bed was stuck at high height. It was further reported there were cracked siderail panels. No pt involvement or adverse consequences are reported.